Event description:
It was reported that the poly wore out in the superior part of the liner. Replaced liner and head.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a p4 28mm system 12. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.